Manufacturer narrative:
D9 - date returned to mfg 13-nov 2024, updated d3. One (1) new and one (1) used set were received. Upon inspection, no damage or anomalies were observed. Each set were leak tested per specification. A leak was observed from the bond between the tubing and the last valve on the set of sample 1. No leakage was observed on sample 2. The bond on sample 1, where leakage was observed failed bond strength specifications. Further inspection of the bonding sites showed insufficient solvent application. The complaint of leakage at the connection closest to the patient was confirmed on one of the two samples. The probable cause is due to a solvent application error in tijuana. A device history record (DHR) review was conducted which indicated all inspectors completed and noises were noted during manufactures.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a box of cadd solis infusion unit 297cm and some sets leaked. Per reporter, the leaks happened at the "connection" closest to the patient. The event occurred while in use with patient. There were three products that leaked which led to lot changing. The leakages were discovered at the patient's home. There was patient involvement, and no patient harm reported.